Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in dubai. It was reported that the patient experienced an event of infusion set leakage on (B)(6) 2025. Patient was treated using manual injection. No further information available.